Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flows was confirmed via the submitted log files. The low flows were reportedly due to right heart failure. A direct correlation between the reported right heart failure and (B)(6) could not be conclusively be determined through this investigation. Persistent low flow alarms were recorded throughout the system controller event log file on 22jul2020. According to the account, these alarms were due to acute right ventricular failure and resolved with inotropic treatment and the placement of an impella. The account also noted that the right heart failure was likely due to intra-operative issues. The hm 3 lvas instructions for use (IFU) lists right heart failure as a possible adverse event that may be associated with the use of the hm3 lvas. This document also describes that low flow alarms occur when the estimated flow decreases below 2.5 lpm for 10 seconds or more. Additionally, this IFU explains all alarms, including low flow, and provides instruction for patient care following an alarm. The patient remains ongoing on (B)(6). No further issues have been reported at this time. No further information was provided. The manufacturer is closing this event.

Event description:
The patient likely had an intra-operative issue which contributed to acute right ventricular failure. The patient had dropping cardiac index and persistent low flow alarms. The patient continued to have a right impella. The account continued to work on weaning the patient off inotropes and the impella.

Event description:
The patient expired due to right ventricular failure on (B)(6) 2020. The device operated as intended. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Section b2, b5: additional information. Manufacturer's investigation conclusion: the report of low flows was confirmed via the submitted log files. The low flows were reportedly due to right heart failure. A direct correlation between the reported right heart failure and (B)(6), could not be conclusively be determined through this investigation. The patient ultimately expired due to right heart failure on (B)(6) 2020. It was reported the device operated as intended, and (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure, and death as possible adverse events that may be associated with the use of the hm3 lvas. This document also describes that low flow alarms occur when the estimated flow decreases below 2.5 lpm for 10 seconds or more. Additionally, this IFU explains all alarms, including low flow, and provides instruction for patient care following an alarm. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that multiple low flow alarms were observed during log file analysis. The patient was found to be in acute right ventricular failure suspected due to an intra-operative issue. A right-sided impella was placed. The patient was in the cardiovascular intensive care unit with left ventricular assist device (lvad) and right impella. The plan of care was to wean the patient off inotropes and impella as able.